Event description:
"Submission of this report by mentor h/s is pursuant to the provisions of 21 cfr part 803, but not necessarily required thereby. Mentor h/s expressly denies that any information contained in this report constitutes an admission that the device caused or contributed to a death or serious injury or that the device malfunctioned. Pursuant to part 360i admissible into evidence or otherwise used in any civil action". Pursuant to info rec'd from the physician, the pt was implanted with a siltex spectrum post-op adjustable prosthesis on 12/6/96. Subsequently, it was noted that pt had developed an infection in her right breast and the device was removed on 4/25/97. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, february 10, 1992). Any perceived increased in frequency of event is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.